Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was 160 mg/dl and 263 mg/dl. Customer reported that they was able to clear the alarm. Customer was able to perform self-test and was able to rewind the insulin pump. Customer reported that the button on the insulin pump was unresponsive. Insulin pump was not exposed to moisture. Customer reported that the button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.